Event description:
Additional information received states that the patient used topical antibiotic drop, topical steroid drop, topical dry eye drops, and an oral pain medication post operatively. The surgeon stated he does not have a haze problem but might need to fine tune his nomogram for the use of this system. The surgeon cooled the cornea before and after treatment as well as took a break between phototherapeutic keratectomy and photorefractive keratectomy.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A clinical review was done: after evaluating the information on this case, it can not be said clearly, what might have led to the reported event. The treatment report shows a higher ablation of 6 diopters (sphere +cylinder). Haze is likely to occur on higher ablations, this might have had an influence. The root cause cannot be identified conclusively. No problem was found with the device. The most possible root cause of haze formation may be a combination of a higher ablation and corneal irregularities, uv-light exposure, medical history of the patient and many more factors that have to be evaluated by a medical professional. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient suffering from haze in both eyes post trans-epithelium laser treatment. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.